Manufacturer narrative:
Pr 9079585 follow up MDR for device evaluation: multiple samples were provided to our quality team for investigation. Through visual inspection, the sealing cord is observed to be incomplete, resulting in open blisters. A device history review was performed for reported lot 2306776, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Results were reviewed and verified the product met required specification. While we cannot identify a direct issue, it was determined this incident occurred due to an failure during the sealing process. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
The packaging of the syringes is not airtight / sterility problem.

Event description:
The packaging of the syringes is not airtight / sterility problem.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement. Device problem code: a020504 - tear, rip or hole in device packaging.